Event description:
This spontaneous case describes the occurrence of medical device removal ("medical deivce removal") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2015 she experienced fatigue ("severe global fatigue"), burning sensation ("intense burning"), alopecia ("hair loss"), blindness ("vision loss"), headache ("headache") and dysphemia ("stuttering"). Essure was removed in 2021. An unknown time later she underwent medical device removal (seriousness criteria hospitalisation, medically important and intervention required). The patient was treated with surgery (essure removal and ). At the time of the report, the outcomes for medical device removal, fatigue, burning sensation, alopecia, blindness and headache were unknown. No causality assessment was received for essure with regard to fatigue, burning sensation, alopecia, blindness, headache, dysphemia or medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2015, the patient experienced fatigue ("severe global fatigue"), burning sensation ("intense burning"), alopecia ("hair loss"), blindness ("vision loss"), headache ("headache") and dysphemia ("stuttering"). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2021. At the time of the report, the medical device removal, fatigue, burning sensation, alopecia, blindness and headache outcome was unknown. The reporter provided no causality assessment for alopecia, blindness, burning sensation, dysphemia, fatigue, headache and medical device removal with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.